Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 397 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, anxiety, nervousness and feeling lightheaded. The patient reports they had not know their continues glucose monitor needed to be calibrated and paired so upon checking their blood glucose level by finger stick their blood glucose level was actually 289 mg/dl. Once at the hospital the patient was treated with 8-10 units of long-acting insulin. The patient was at the hospital emergency room for 45 minutes. After this event the patient was able to calibrate and pair their continues glucose monitor with the pod through the controller while on the call.